Event description:
I had a nevro spinal cord stimulator implanted (B)(6) 2021, for chronic low back pain. In the days/weeks following surgery I immediately noticed thoracic discomfort and pain that instead of improving post-surgery, only increased. In (B)(6) 2021 I went to the ER with severe pain that led to retching and writhing. Pain went down with IV morphine and I was discharged. Flares of thoracic pain continued. My pain doctor did multiple nerve blocks, an epidural, trigger point injections, with no improvement. I had many reprogrammings done, and saw a few 2nd opinion doctors, but heard from doctors and nevro reps that my complications were "rare", "confusing", and something that they "hadn't seen before". I did prp, 2 nerve ablations, physical therapy, acupuncture as pain continued to worsen. I was tested for metal allergies which were negative. By 11 months post op, I could not longer lay on my back. At 2 year post-op I can no longer lay on my side for more than 2 hours. I prop myself up on pillows and lay on my side at night. With heavy medication I sleep at most 4 hours consecutively, but normally 2-3 hours at a time. My medication has increased. Pre-op I took muscle relaxers and gabapentin. Now I take muscle relaxers, anti-depressants, anti-anxiety, steroids, narcotics, sleeping pills, nausea medicine. My original nevro rep left the company after 10 months, since then I have had no point of contact, no consistent help. My messages and calls to them go unanswered for days, when I finally hear from them I get zero help. Even when I meet with a rep for reprogramming they offer no explanations, ideas, help. The most recent rep I met with changed my settings without telling me, a different rep I spoke with on the phone caught the issue. We believe I occasionally am prone to severe over stimulation. But I at one point turned the device off for a full month and the thoracic pain did not decrease. A second opinion doctor hypothesized that perhaps one lead is hitting a nerve (even when imaging isn't showing that). That lead was removed on (B)(6) 2023. Doctors guessed relief would be immediate, but I have had no positive change to my pain. The doctors and nevro have totally given up. There seems to be no recourse or oversight for poor quality medical care from nevro. Their product has caused severe, irreparable damage and they still do not support me. I no longer have the same ability to support my self financially and otherwise that I had prior to implant.